Event description:
It was reported the pt has been experiencing pain, tenderness and feeling of warmth over ipg pocket site. The pt also mentioned feeling of warmth over the area. Pt reports sensation is intense with repositioning. The pain is present with or without stimulation or in charging mode. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number is included in field advisories. This ipg serial number is included in a field correction: 1627487-12192011-001-c. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Correction/removal reporting number: 1627487-05242011-003-r.